Event description:
At (B)(6) hospital we have been finding slow leaks developing at the connection point of bd carefusion tubing infusion tubing to bd carefusion maxzero connectors. It is happening with different tubing and different products being infused but always through the maxzero connector. This causes us to swap out the connector, bi- tri-, and quad-fuses more frequently introducing opportunity for infection/contamination. We have seen this on multiple pts, and with various tubing setups. It occurs most frequently in very small, slow infusions and is impacting our ICU pts. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018.